Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had previously called about a no delivery alarm issue. The no delivery alarm was recurring. Her blood glucose level was higher than normal. Customer's blood glucose level was 345 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. However, the insulin pump was received with minor scratches on the lcd window.